Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. The received logs revealed several clinical alarms dated (B)(6) 2021, pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check five days before date of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-01524. Therefore, for evaluation results and manufacture¿s narrative please refer to that report. The correction of field #g3 date received by manufacturer was required in the follow up #1 report with mfg report number: 8010042-2021-01546. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 03/14/2022. Corrected date received by manufacturer: 09/14/2022.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the pressure limit increased and the received logs contain high pressure alarms. There was no patient harm. Manufacturer ref.#: (B)(4).